Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: parts from two MRI plastic low profile single lumen, 6.6 fr. Catheter kits were returned for evaluation. Only one introducer dilator was returned. The tray containing the dilator had blood and fluid residue throughout most of the components. It was noted that the dilator tip was deformed, with parts of the tip appearing to curl inwards when viewed under magnification. Based on these findings, the investigation is confirmed for the reported damaged dilator tip. The definitive root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Possible contributing factors include excessive force during insertion, damage during shipping/handling, rapid removal of the guidewire and insufficient-sized skin nick. (Expiration date: 03/2023).

Event description:
It was reported that the dilator tip was allegedly chipped of the port device and could not be advanced in the patient's vein. It was further reported that a new device kit was opened and inserted. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the dilator tip was allegedly chipped of the port device and could not be advanced in the patient's vein. It was further reported that a new device kit was opened and inserted. There was no reported patient injury.